Event description:
It was reported that an intra-aortic balloon (iab) ruptured in use. The iab was inserted via the pt's femoral artery. The length of time that the pt received the intra-aortic balloon pump (iabp) therapy is unknown. According to the rn "the pt was agitated and tried to sit up in bed and a crinkle sound was heard and blood was noted in the helium tubing." The pump alarmed blood in helium pathway. The pump was shut off immediately and the md was contacted to remove the iab. The iab was removed without incident. There was no reported pt death or injury. There were no reported pt complications and the pt outcome is listed as good, no problems. It was noted that the iabp (sn (B)(4)) was sent to biomed to ensure that blood did not come back into the console. Additional info received on (B)(6) 2012 per field service report: phone support symptom - balloon ruptured - biomed requested to check pump.

Manufacturer narrative:
(B)(4). Findings/actions taken: the field service engineer asked the biomed tech to do checks of the interface block and augmentation tubing. He confirmed no blood found. The biomed tech did the functional checklist and pump is back in service. Software level: 2.24. Follow-up report will be filed if additional info becomes available.